Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for several seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.